Event description:
Reporter stated customer awoke in the night and "was in a hypo, almost unconscious" and the result from the mobile system at 2:01 am was 8.1 mmol/l. Customer's family members called the ambulance. When the paramedics arrived, the result from their meter at 2:30 am was 2.3 mmol/l. Customer was treated with a "glucose drip and injection." The paramedics tested customer again on their meter at 2:47 am and received a result of 12.3 mmol/l. Customer was not transported to the hospital. Customer has since recovered and is currently fine. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.